Event description:
During the time frame of aug to oct 95, facility has experienced problems with the controls for the pregnancy test kit. Discrepancies have been in serum as well as urine controls; sometimes the result is so faint that it is very difficult to interpret and other times the expected positive control result is negative. MFR picked up 52 boxes on hand and will replace with different lot numbers.